Event description:
A surgeon reported a patient who presented with a dislocated intraocular lens (iol) a few days after implantation. A secondary surgery was performed to reposition the iol; however, during the surgery it was noted that the upper haptic of the lens had broken and was missing. The surgeon proceeded to exchange the iol for a different model lens. Approximately two years later, the patient reported it was "hard to see suddenly." An additional surgery was performed to remove the missing haptic residue, which had lodged between the anterior chamber angle and the iris. A few days after this surgery, the patient presented with keratitis which the surgeon reported as "recovering." There are two medical device reports associated with this event. This report is for the replacement lens.

Manufacturer narrative:
Evaluation summary: the product remains implanted. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The implanted sn60wf for this file is not related to the broken haptic issue. Not enough information was provided from the account to properly complete an investigation for this lens. A dvd showing three surgeries was returned. The third surgery is for this file. Implant and was uneventful ((B)(6) 2010). No damage was observed. No further information is expected. (B)(4).